Event description:
Approximately ten days after the successful embolization of a basilar-superior cerebellar artery aneurysm, the patient reported experiencing hallucinations and narrowing of the field of vision. The patient did not have any nerve compression, increased pressure in the eye or ischemia. The physician noted there was multiple high signals around the aneurysm on a magnetic resonance imaging (MRI) scan. The physician believes that the visual disturbances were an inflammatory reaction after the coil embolization. It is unknown if the visual disturbances have resolved or if the physician took any action to treat the symptoms. The physician reported to be taking a 'wait and see approach".

Manufacturer narrative:
Unk as the batch number was not disclosed. For no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. The physician did not experience any issues with the preparation, deployment or detachment of any of the coils and the coils were used in accordance with the appropriate directions for use. The physician did not allege any malfunctions or non conformance against the coils used.